Event description:
It was reported that the right ventricular impedance was high at greater than 3000 ohms. It could not be determined if the high impedance was related to the lead or the device, so both were explanted and replaced. No patient complications were reported as a result of this event.